Event description:
It was reported, the camera head had a poor quality image. The issue occurred during preparation for use and the unspecified diagnostic procedure was completed. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found flooding of the cables, the main unit, and the main unit imaging. Based on the results of the investigation, flooding of the camera cable and imaging of the main unit indicates that the internal charged coupled device may have failed. Therefore, it is assumed that normal communication was not possible. Since the body side snap fasteners were detached, it was not possible to maintain the watertight seal, and we presume that the camera cable, body, and image capture were flooded due to moisture that entered the interior of the body. However, a definitive root cause could not be determined. A device history record review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.